Event description:
Information was received from (B)(6) that there were low flows and the pump was exchanged. Additional information was received via a report of the analysis of the pump performed by the site. There was retrospective significant decrease of the pulsatility since (B)(6) 2015. The patient was in the hospital, not mobile. Flow decreased continuously starting in the evening (B)(6) 2015; no flow through the pump. Acoustic analysis reported no 3rd harmony seen; no thrombus on the rotor. The acoustic spectrum strongly changed to wider peaks of the frequency: correspondents with a stronger variation of the pump speed. It was reported that this might be caused by high changes of the preload (contraction of the ventricle) which correlates with a higher arterial pressure amplitude leading to insufficient unloading of the left ventricle. It was further reported that it might be caused by a slowing down of the rotor due to a thrombus which is pressed onto the rotor periodically by the lv-contractions. Per the report from the site, this is symptomatic for a compact thrombus in the inflow cannula. With hemodynamic ramp test there was a speed change from 2300 to 2600rpm without changes of the calculated flow of the vad and no changes of the arterial pressure. Hemolysis parameters were "lightly increased" reported as typical for a complete occlusion. Anticoagulation was reported as "ok". With CT the outflow graft was completed closed, the inflow cannula could not be analyzed. The pump was exchanged along with replacement of the outflow graft. Analysis of the pump by the explanting hospital reported occlusive thrombus in the inflow. There was compact thrombus with white fibrin thrombus on top. The "lower part of the thrombus was soft with negative of the pump structure". Thrombus ends on the rotor. No deposits were seen on the rotor. It was reported that there were no "sander marks" on the pump housing. It was further reported as "not typical course of an occlusive pump thrombus. In general there is a sudden drop of the flow. But not in this case."

Manufacturer narrative:
It was stated that after surgery an "( iliaco-femoralem bypass a. Profunda femoris dexter)" was performed. Patient was said to have known risk factors for thrombus (pavk). It was stated that the patient outcomes is ongoing. No additional information available at this time. The pump was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event was confirmed via review of the controller log files, which revealed reduction in flow and multiple low flow alarms. Analysis of the pump by the explanting hospital reported occlusive thrombus in the inflow. The device is related to the reported event; however with review of the available information there is no indication of any device malfunction or performance issues related to the event. The most likely root cause of the inadequate flow rate can be attributed to an occlusion caused by thrombus formation. Although a definitive root cause cannot be determined, patient comorbidities are likely to have contributed to the event. Heartware will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Implantation of ventricular assist devices (vads) is associated with numerous risks including pump occlusion and thrombosis as outlined in the labeling. The pump is a fixed speed system. Low flow, average flow below the alarm threshold, may be related to poor vad filling. The instructions for use addresses setting of parameters for flow, power and watts. Guidelines for potential causes of alarms including inflow cannula obstruction, outflow graft obstruction are outlined along with potential actions to take. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. The company is seeking this information through the event investigation. Device location is unknown.